Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a damaged grommet and a loose/detached set screw. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure the there was "leaking around grommet" and oversensing due to ingress and egress via grommet. The physician implanted a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).